Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery with the xia3. On (B)(6) 2013, the surgeon confirmed via x-ray that the rod had separated from screw head. Patient underwent the revision surgery on (B)(6) 2013.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: upon inspection of the failure it was confirmed that the blocker was not torqued properly which cause the blocker to disengage; the xia 3 titanium polyaxial screw dia 5.5 x 35 mm is a concomitant product which was initially reported on. The returned blocker is reported to be a xia 3 tittanium blocker, catalog # 48230000, lot # lam. The returned blocker was examined under a microscope and the blocker has a small dent or deformation characteristic of initial tightening but not significant enough for final tightening force of 12nm. The manufacturing record for lot# lam was reviewed and no deviations or non-conformities were found during manufacturing of the involved blocker and screw. Conclusion: in reviewing the xia 3 titanium blocker, there was one small indentation on the screw head indicating that the screw was torqued initially during the initial surgical procedure. Nonetheless the slight dent suggests under tightening but this cannot be determined conclusively as additional factors may have contributed to the event.

Event description:
It was reported that on (B)(6) 2013, the patient underwent the surgery with the xia3. On (B)(6) 2013, the surgeon confirmed via x-ray that the rod had separated from screw head. Patient underwent the revision surgery on (B)(6) 2013.